Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user operated in bg run mode without a connected dexcom g7 for approximately three days, during which the ilet timed out and stopped automated insulin dosing as designed; the highest reported glucose was 463 mg/dl, and the user¿s caregiver was instructed to initiate backup therapy and contact dexcom for a replacement sensor. Symptoms included hyperglycemia without reported loss of consciousness, dka, or other acute clinical effects. Outcomes included temporary interruption of automated insulin delivery and need for backup therapy, with no hospitalization or professional medical intervention. Investigation included complaint handling with troubleshooting and user education and a transfer to the cgm partner for sensor replacement support. Investigation of this case revealed that automated dosing properly ceased after the bg run expiration interval when no cgm data were available. It was concluded that the device functioned as designed and that the event was attributable to operation without a cgm sensor and subsequent bg run expiration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.